Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with faulty screen was confirmed during product evaluation. The root cause of the reported problem was determined to be missing pixels on main display. Appropriate action was taken to correct the reported problem by replacing the main display. A service history review revealed no previous service events were related to the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter united kingdom and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "screen faulty, pixels at the top of screen are missing. Also lines on it." This event is an out of box failure, which occurred before the first customer use; however, it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with an unknown user interface module software version.